Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in device available for evaluation, update device evaluated by manufacturer, and to provide the completed investigation. Patient ethnicity was inadvertently left blank on the initial report, therefore, this section has been selected appropriately. Event problem and evaluation codes: results: 114 is based upon the evaluation of user facility information and the investigation of the returned sample; 213 is based upon functional testing of the returned sample. Conclusion: 4310 is based upon evaluation of the user facility information and the investigation of the returned sample; 67 is based upon functional testing of the returned sample. One used 6 fr angio-seal vip device was received for product evaluation. The arteriotomy locator was also returned with the device. Visual inspection revealed that the carrier tube assembly was properly mated with the hemostatic sheath and the deployment sleeve was in the rear lock position with the color bands fully exposed. The anchor was not exposed at the distal tip of the hemostatic sheath as would be expected based on the position of the deployment sleeve. Microscopic analysis of the distal tip of the hemostatic sheath revealed that the anchor was still present within the sheath and had not properly posted to the distal tip. Functional testing was performed. The deployment sleeve was moved into the forward lock position, which caused the anchor and distal tip of the carrier tube to become exposed. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. There were no functional anomalies noted with the posting of the anchor. Digital pressure was then applied to the anchor. The collagen and tamping tube released successfully. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely the device was not placed in the full forward lock position, or an obstruction to the anchor posting to the distal tip. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the doctor attempted to deploy an angio-seal device, after he completed a diagnostic left heart catheterization from the right common femoral artery through a 6fr pinnacle sheath. He inserted the angio-seal device, it clicked into place, and he pulled back for the second click to set the footplate and then pulled everything back. There was no suture or anything connected, so the doctor pulled out the sheath and the device on their own. They held manual pressure and the patient was stable. The blood loss was less than 250cc's. The procedure outcome was successful. Additional information received december 17. 2018. A pre-deployment angiogram was performed.